Event description:
It was reported that during the implant procedure when the lead was placed on the table, the physician noticed the lead was kinked and the helix was already exposed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the full lead was returned and analyzed and indicated the 52 cm lead was stretched to 55 cm. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.